Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that during a synchronized cardioversion procedure on a patient their device locked up (became unresponsive). Medical personnel were able to cycle power, after which no further issues were observed. Medical personnel were able to successfully cardiovert the patient. There was no service indicator present and no event codes in the memory. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional details about the patient.  No response from the customer appears to be forthcoming. Physio-control performed additional examination of the customer's device and was able to verify the reported issue intermittently.  Physio observed that the device would temporarily lock up (for approximately 20 seconds) after the shock button was pressed, then the device would reboot by itself.  When this occurred the device would disarm and dump the energy following the reboot, so the shock would not be delivered. Physio determined that the cause of the reported issue was the therapy pcb assembly; however, further component level cause could not be determined.